Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the insulin pump noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call by customer's mother that the insulin pump has been alarming button error. The customer stated he fell into the pool and pump had water damage. The customer's blood glucose was 215mg/dl. Advised the customer the pump will be replaced and revert to backup plan.